Event description:
Based on the limited available information about the patient¿s death, an internal classification has determined that the death may be possible sudep. Information was received from the funeral home on (B)(6) 2015. Device was removed and discarded.

Event description:
It was reported that the vns patient passed away. The patient's online obituary noted that the patient passed away at the hospital. The cause of death and the relationship of the death to vns is unknown. Attempts to obtain additional relevant information have been unsuccessful to date.

Manufacturer narrative:
The previously submitted MDR inadvertently did not provide the results of the internal sudep classification.